Manufacturer narrative:
Correction: d9.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, that the patient's right ventricular lead was removed and replaced, due to high pacing thresholds. The patient was stable.